Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to turn on using ac power only. The unit was charged for 18 hours; however, the device does not power on when using battery power. It was verified that the battery does not charge to acceptable capacity.

Event description:
It was reported that the unit "dies as soon as she unplugged." Additional information received from customer indicated that "the cpo would turn off and not turn back on until it was plugged back in. There was no alarm or error message on the screen. This is after being plugged in with a power cord for several hours. The battery seemed to not work on its own at all." No known impact or consequence to patient.